Manufacturer narrative:
We checked and reviewed the device history record for bed p503 (sn: (B)(6). It was manufactured in accordance with the device's dmr and it has passed all tests according to the requirements of iec60601-2-52. This bed was manufactured by world gear (manufacturer) and put into the market for use by world gear's customer (importer) for many years. As the brand (drive devilbiss healthcare) belongs to the importer, it is importer's responsibility to inform or train the caregivers how to operate the device and the general attention and risk about the use of this device. We checked the inspection report for this bed and found that the bed included all the qualified components/accessories needed before it left factory. As the end user won't return the bed for evaluation, per our analysis and evaluation based on the records and test reports, we believe that the end cap may be taken out when the user added width extension then it was forgotten to be placed back or it was missed during use and wasn't replaced with another one in time.

Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by the provider who stated the bed was missing a cover on the endcap of the metal bed frame. The end user received a cut to their shin that required stitches when they fell under the bed and caught their leg on the edge. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.